Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that, "on (B)(6) I got asked to review a leaking PICC. The patients PICC line was flushing and aspirating easily. Then 10mls saline was flushed approx. 2mls would leak from the insertion site. No pain or discomfort from patient- first time this has happened with his line. External length 9cm. Secured with a statlock (not securacath). No trauma to the line. Line dressing was intact. Once removed I flushed the line and saw a tiny hole at approx. 9.5cm mark. This was more easily seen when the end of the line was clamped. The original bung also left on (though I doubt it had anything to do with the leaking)." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 9 cm and 10 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "on 17/9 I got asked to review a leaking PICC. The patients PICC line was flushing and aspirating easily. Then 10mls saline was flushed approx. 2mls would leak from the insertion site. No pain or discomfort from patient- first time this has happened with his line. External length 9cm. Secured with a statlock (not securacath). No trauma to the line. Line dressing was intact. Once removed I flushed the line and saw a tiny hole at approx. 9.5cm mark. This was more easily seen when the end of the line was clamped. The original bung also left on (though I doubt it had anything to do with the leaking)." No other information was provided.